Event description:
It was reported that the during a routine pulse generator change out procedure, pocket stimulation was noted. The right ventricular lead was noted to have an insulation anomaly. The lead was capped and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.